Event description:
Following the deployment of the stent, there was cerebrocranial extravasation of blood, aneurysm hemorrhage and expired. The pt had started on plavix and was brought by her family to the hospital. Pre-procedure, again the physician discussed the indications, alternatives, benefits and risks which included, but were not limited to vessel spasm, vessel dissection, vessel rupture, aneurysm rupture, infarct/stroke, hemorrhage, coma and death. Her questions were answered and the pt signed the informed written consent. The procedure was done under general anesthesia. The pt was heparinized with a 2000 unit IV bolus. The catheter/wire combination was advanced to the ascending aorta and then the selective catheterization was performed of the right common carotid. The glidewire was removed, the catheter was double flushed then angiography was performed of the neck and head. The catheter was removed from the pt and the images were reviewed.

Manufacturer narrative:
The distal right internal carotid segment, distal to the ophthalamic and proximal to the internal carotid terminus, appeared dysplastic. The originally described aneurysm had changed shape and size. Immediately proximal to it, a second and smaller aneurysm was identified. While the second aneurysm was smooth, the first/distal/larger aneurysm appeared very irregular. Several measurements were obtained of the immediately adjacent but still distinct aneurysm, of the dysplastic parent vessel (the distal right internal carotid) and the lengths to the internal carotid artery terminus distally and the right ophthalmic proximally. It was determined that based on the appearance from the angiogram, the pt required at least stent assisted coil embolization of the larger irregular wide-neck aneurysm. A 6f envoy mpd guiding catheter (gc) was advanced over a 035 glidewire, into the right common carotid. Then with the roadmap, the gc was advanced into the proximal right internal carotid artery. The gc had already been attached to a pressurized drip of heparinized saline. Once the gc was located in the proximal right internal carotid, angiography was performed and suggested either spasm or perhaps fibromuscular dysplasia near the skull base region. Ntg 200mcg were administered via through the gc with slight improvement. Though the gc a prowler select microcatheter (mc) and transcend -10 microguidewire were advance with roadmap into the right m1 segment. The microguidewire was exchanged for a 22mm length cordis enterprise stent and by withdrawing the mc, the stent was positioned/deployed in that distal right internal carotid segment. The mc was pulled back, and contrast was administered through the gc for angiography. The irregular distal aneurysm had further changed shape and then immediately thereafter, contrast extravasation was noted from the irregular aneurysm. The systolic blood pressure slowly increased. A stat ptt was send and no further heparin was administered. At that point, it was decided not to reverse the heparin with protamine so as not risk stent thrombosis and loss of access to the ruptured aneurysm. A second 14mm length enterprise stent was then positioned/deployed to stabilize the dysplastic unstable internal carotid artery segment and to facilitate the completion of the aneurysm coil embolization. At that point, the contrast extravasation (hemorrhage) stopped and the systolic blood pressure slowly decreased to a normal pre-procedure range. An echelon-10 mc and synchro-10 microguidewire were advanced to the proximal stent margin. Angiography was performed, there was no contrast extravasation but clearly the irregular aneurysm not only opacified with contrast, but showed a further change of shape and size. As the mc was advanced through the stents to nearly the aneurysm region, the systolic blood pressure increased then exceeded the 200 mmhg. Contrast was administered through the gc and showed the equivalent of a distal internal carotid artery rupture with both aneurysms now representing the site of the defect through, which there was gross contrast extravasation consistent with hemorrhage. At that point, the plan was to advance the mc to nearly the right internal carotid terminus and to begin to sacrifice the vessel by placement of coils above and below the internal carotid medial rupture defects. However, the hemorrhage was so very substantial that the intracranial pressure had elevated so high and so quickly that there was no longer antegrade flow through the right carotid system. The mc/mgw were removed, and the gc was repositioned to the left common carotid. Contrast was administered and showed no antegrade flow through the left carotid system. The gc was exchanged for a 6f envoy simmons gc, and repeat selective catheterization was performed at the proximal right internal carotid. Further efforts were made to initiate coil embolization of the dysplastic segment above then below the stent markers but with the vessel rupture the stents had a migrated from their original deployment. As a result and without antegrade flow, it was impossible to visualize and to sacrifice the vessel. One hr had passed since the aneurysm rupture and the start of the hemorrhage. A neurosurgery consultation was obtained, and it was decided to discontinue the procedure. The gc and sheath were removed from the pt, and right groin hemostasis was obtained with angioseal closure device. While the intubated pt was transferred to the neuro intensive care unit. Immediately convened a family meeting to discuss the procedure, the dysplastic aneurismal right internal carotid artery segment, the vessel rupture and significant intracranial hemorrhage, and the prognosis for the pt. Complication: distal right internal carotid aneurismal dysplastic segment with aneurysm rupture then further aneurysm rupture ultimately vessel rupture, significant blood loss with intracranial hemorrhage. The prognosis is that the pt will not recover and will not survive this intracranial hemorrhage. From a procedural standpoint there were no complications or issues with the gc, gw, mc or enterprise that might have contributed to rupture. There was no evidence of perforation by any of the devices. It is not known whether or not if the stent had anything to do with bleeding/death. After placement of the stent, there was a spontaneous rupture of the back of the aneurysm. Additional info will be submitted within 30 days upon receipt.